Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.